Event description:
Patient reported twitching and tiredness, one year post implant. X-ray showed myocardial perforation. Vent undersensing noted and device reprogrammed. Patient died two days later, of heart failure. Doctor does not believe it is device-related.